Event description:
It was stated that the customer was hospitalized for low blood glucose levels with a reading of 22 mg/dl. The customer went into convulsions and a coma. It was stated that prior to the event, the insulin pump alarmed button error. The customer attempted to program a bolus and the up arrow button got stuck and programmed a 20 unit bolus. The customer tried to stop the insulin pump from delivering, but she was not able to. Troubleshooting was performed and the insulin pump passed the displacement test. It was also stated that the insulin pump was unable to prime and insulin was squirting out.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.